Event description:
It was reported that during implant device interrogation revealed high pacing impedance and dislodgement confirmed via fluoroscopy on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and high pacing impedance. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.